Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager was dispatch to evaluate the iabp. The stm was unable to reproduce the reported issue. However, the stm verified the iabp's error logs and found ¿iab catheter restriction¿ alarm 7 times on (B)(6) 2019 - (B)(6) 2019 from 02:06:28 - 00:21:44. While reviewing the fault table the stm noticed that the compressor motor speed adjustment (77) had occurred 292 times around the same time frame. The stm ran the iabp at high rate for an hour without any issue. The stm then performed a full preventative maintenance (pm) and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported by the end user that while in use on a patient the cardiosave intra-arctic balloon pump (iabp) was overheating. There was no injury or harm to patient and no adverse event was reported.